Manufacturer narrative:
As of today, there is no additional information available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
Subsequent information indicates that the patient passed away. The lead was explanted and has been returned for analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
The terminal connectors of the lead were returned and analyzed. The df-1 distal leg was returned, severed 6 centimeters from the pin. The df-1 proximal leg was returned, severed 5 centimeters from the pin. The is-1 leg was returned, severed 6.5 centimeters from the pin. Setscrew marks were noted on all terminal connectors. The portions of the lead were determined to be electrically continuous. The clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out of range pacing impedances. The patient's heath care provider (hcp) stated that the pacing impedances for the lead had been steadily rising over the last couple of months. The hcp stated the patient was interested in a do not resuscitate (dnr) status and an action plan was to be discussed with the patient's following physician. There were no adverse patient effects. The lead remains in service.